Event description:
It was reported to vyaire medical that the avea ventilator uim (user interface module) went dark. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Results of investigation: the suspect device was not returned for further evaluation. Therefore, root cause was not determined. However, to verify if the uim or the gde (gas delivery engine) is broken, the customer was instructed to attempt connecting the uim (user interface module) to another avea. A part number for the gde was then provided. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not returned.

Manufacturer narrative:
Removed unique identifier(UDI). D4. UDI# - the device has a date of manufacture of (19-mar-07) and was not subject to UDI requirements.